Event description:
Boston scientific crm received information that this implantable right atrial (ra) pace/sense lead dislodged during a procedure to revise a separate left ventricular (lv) lead that had become dislodged. This ra lead was successfully replaced. To date, the, should additional information become available, this event will be reopened and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.